Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulties were encountered. The physician did not predilate the lightly calcified lesion in the slightly tortuous circumflex (cx). The taxus express2 8.8% 2.75 x 16 mm drug eluting stent was inflated to 9 atms, brought down to zero, and then deployed at 14 atms with some waist remaining. The physician then attempted to remove the balloon from the stent unsuccessfully. The physician pulled negative twice. The physician added tension onto the back of the catheter and successfully pulled the delivery system out intact. The stent remained in good position. There were no pt injuries or complications.